Event description:
A patient was implanted with a tibial plate on an unknown date. Patient healed and was experiencing some irritation and the surgeon returned the patient to the o.r. On (B)(6) 2013 for removal of hardware. Two screw heads broke during removal and the shafts were left in the patient. All other screws were removed. During the procedure the spare reamer tube and the hollow reamer stuck together and the teeth of the hollow reamer broke during removal of the screws. The conical extraction screw and the extraction bolt got stuck in the extraction device during removal of the plate. The procedure was successfully completed without time delay. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device issued for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.